Manufacturer narrative:
Batch review performed on 24-02-2025: lot 171710: (B)(4) items manufactured and released on 12-06-2017. Expiration date: 2022-05-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was performed approximately 7.5 years after the implantation of a tha. The reported cause of the revision is wear of the standard pe liner. The available fluoroscopic images show that the femoral head has lost its center of rotation within the liner, appearing decentered, which is an indirect sign of pe wear. But, at the same time we do not see any evident signs of osteolysis, that is often associated. Additionally, bone rarefaction is visible in the medio-caudal region of the acetabulum, which may indicate migration of the cup, not necessarily related to the pe wear. Wear of the standard pe liner over an extended period of time is well-documented in the literature as a common and expected phenomenon. The migration of the cup indicates loosening, which is another mechanism of failure reported in the literature, though its causes are often unknown. Therefore, we do not consider this to be indicative of a faulty product. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 7 years and 5 months from primary the surgeon performed a revision due to wear of pe liner. Displacement of head center of rotation was reported while cup fixation was good. Head, liner and cup were all revised and surgery was completed successfully.